Event description:
Bovie handpiece continued to bovie after surgeon released coag/cut button. The bovie burned a hole in the patient's pulmonary artery which was repaired. The volume was low and the surgeon did not realize the handpiece was still cutting. Another bovie handpiece was opened and tested and the procedure was continued without further incident.